Manufacturer narrative:
Device evaluation of monitor sn (B)(4) and battery pack sn (B)(4) have been completed. The reported problem (code 110 / battery fault) was confirmed. As received, the monitor failed incoming testing and produced service code 110. The battery pack was unable to power a monitor or charge. Upon evaluation, there was liquid contamination inside the monitor and the f1 fuse was open inside the battery pack. The cause of the code 110 is the contamination. The cause of the battery fault is the open fuse. The cause of the open fuse is the contamination in the monitor. The root cause of the contamination in the monitor is liquid ingress of an unknown contaminant. No adverse event resulted from the contaminated monitor or damaged battery pack.

Event description:
A us distributor contacted zoll to report that a patient's battery pack was producing a fault when placed on the charger and the monitor was producing service code 110.